Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a power supply issue during installation. The ventilator was not on a patient at the time of the event. Medtronic was not authorized to evaluate/repair the device. A third party service provider replaced the power supply. It was reported that the ventilator was in working condition.